Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transduodenal to the bile duct during a biliary drainage procedure performed on (B)(6) 2021. During the procedure, the stent first flange failed to fully expand and deployed outside the bile duct. The stent was removed partially deployed from the patient and two wallflex biliary stents were implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.